Event description:
N/a

Manufacturer narrative:
(B)(4) updated sections. The lot # 3000440957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 degrades as it gets used, and they can only get thru 1/2 the case with the device, then needs to open another kit. Most troubling to them is when doing a erah. Also reported that it happened on big as well as small branches. The cautery would just die/time out.